Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample is kinked at "i.d. 7.0" label at the distal end. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube from either direction. Resistance was met at approximately the "i.d. 7.0" label, which was the same location where the tube was visibly kinked. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended.". The reported complaint of "tube kinked" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube is kinked at the i.d. 7.0 label. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% (5.25mm) the size of the inner diameter of the tube could not freely pass through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 7.0, the same location where the tube was visibly kinked. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Customer complaint reported as: from 15th jun 2020 to 2nd jul 2020, in department of anesthesiology, (B)(6) hospital, the tube was found deformed and the cuff was found leakage during usage on the patient . No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The part number is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 130 samples were taken from the current production, the samples were visually inspected and the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leakage during usage on the patient . No patient harm reported.